Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient that was receiving fentanyl (2000 mcg/ml at 799.3 mcg/day) and bupivacaine (20 mg/ml at 7.993 mg/day) via an implanted pump. The indication for use was spinal pain. It was reported the patient went to the clinic, on (B)(6) 2015, with a letter requesting "fast as reasonable wean, then fill with saline". Patient states pump is not helping them with their pain. 2 step wean started. The clinical diagnosis was loss of therapy efficacy. On (B)(6) 2015, the patient wanted to continue weaning so the pump was reprogrammed. The patient was not having an increase in pain or withdrawal symptoms. On (B)(6) 2015, the patient reported the same symptoms and wanted the pump filled with saline at the next appointment. It was noted the patient's pain was their usual underlying pain. The pump was filled with saline, on (B)(6) 2015, and pump therapy was suspended. It was indicated the event was related to the device or therapy. The patient's weight was (B)(6) lbs and the issue resolved without sequelae on (B)(6) 2015.